Event description:
It was reported that the drill did not engage with the handpiece snaplock, but it could not be seen why, but they did not lock together. While inspecting the handpiece, it was also noticed that the black stopper was not connected to the gears and was floating freely on the coil. This was noticed during set-up; therefore the patient was not involved at the time.

Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6), intended for use in treatment, had an issue where the drill would not engage with the handpiece snap lock and snap lock nut was not connected to the gears, prior to a procedure on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was completely broken, it appears that it was broken and then jammed back together, which explains why a drill could not be locked in. It is likely that the drill was stuck because of lack of lubrication, so in order to remove it the long attachment was hammered onto, then breaking the snap lock. It was broken by sterile processing and put it back together in an attempt to fix it, however the plungers are missing and it was put back together incorrectly. Therefore, it will not hold nor engage a drill. The root cause of this issue was found to be user error. No corrective actions were initiated for this issue. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to instructions for use.